Event description:
A trilogy 100 ventilator, u.s.a - bt device was returned to the manufacturer for recertification. There is no allegation of serious or permanent harm or injury. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the device failed the proximal pressure sensor calibration repair test. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the failed test step. The device has been returned to the technician for additional evaluation. Additionally, the service technician confirmed that there were no significant events in the error logs. The evaluation also notes that the front enclosure was damaged, the rear enclosure was damaged, the rubber feet were missing/displaced, the enclosure top plate was damaged, the battery retainer was damaged, and the capacitor/battery retainer was damaged; all of which were replaced to address the issues. If additional information is provided regarding the completion of the evaluation, a follow-up report will be submitted.